Manufacturer narrative:
Radiographs showing the position of the components whilst in vivo were analysed.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels (exact values were not reported to the manufacturer). The femoral stem remains implanted.